Manufacturer narrative:
(B)(4) for the reported event of fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. The fiber was broken 90 cm from the distal tip. The event description and condition of the returned device indicate that damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during preparation for a retrograde intrarenal surgery procedure performed on (B)(6) 2014. According to the complainant, during inspection outside of the patient, the laser fiber broke and the aiming beam light escaped out from the broken part of the laser fiber body. No attempt was made to fire the laser energy. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during preparation for a retrograde intrarenal surgery procedure performed on (B)(6) 2014. According to the complainant, during inspection outside of the patient, the laser fiber broke and the aiming beam light escaped out from the broken part of the laser fiber body. No attempt was made to fire the laser energy. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.